Event description:
The customer stated that after performing the axsym digoxin iii assay, error code # 1062 (invalid test result, read precision (#) and error code # 1118 (invalid test result, intercept too low) was generated on pt samples. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.